Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope had something stuck in the working channel found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information is added to the following fields: h3, h4 and h6. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: operation manual_ preparation and inspection_ inspection of the endoscopic system_ inspection of the instrument channel. Olympus will continue to monitor field performance for this device.